Event description:
(B)(4).

Manufacturer narrative:
Light cable was evaluated and while there were some dents and nicks found, these did not affect functionality. Heat output and light transmission tests showed it was well within specifications. The doctor was using a light cable that was too large in diameter for the scope it was attached to and had the light source set at 100% intensity. This caused scope to overheat resulting in minor patient burn.